Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 40 mg/dl. Reportedly, the bolus settings on the pump were incorrect as the customer entered insulin instead of grams for a bolus. Bolus setting was changed. Bg was addressed by the customer suspending basal delivery and by the customer's husband obtaining crackers as well as juice for the customer. Bg was 260 at the time of report.